Event description:
It was reported that a patient's battery alarm was sounding; the battery was low. The patient had her pump replaced due to battery depletion. Per the reporter, the patient recovered without sequela. The medication administered via the pump was sufenta concentration 325 mcg/ml at a daily dose of 130 mcg/day and clonidine concentration 2,000 mcg/ml at a daily dose of 800 mcg/day; all at a simple continuous infusion rate.

Manufacturer narrative:
Final device analysis was completed on the synchromed ii pump and revealed that the battery resistance was high.